Manufacturer narrative:
(B)(6) collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes: results (other) visual inspection of the returned product showed the lens was received in liquid and there were tears in both the optic and haptics. (B)(4).

Event description:
The customer reported that the cc4204a collamer single piece lens was damaged during loading, however, the tear was not noted until the lens was advancing into the eye. The lens was retrieved and another same model lens was implanted without any patient harm. The reporter stated the event was due to a loading error. This is one of two events involving this patient. (B)(4).